Event description:
It was reported that there were unacceptable thresholds, loss of sensing, loss of capture, and the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.